Event description:
It was reported that the insulin pump alarmed for check settings. The alarm occurred during the rewind process. Advised the reporter that a loaner insulin pump will be sent out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitor and passed self test. No unexpected alarms anomaly noted. However, the insulin pump was minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.